Event description:
It was reported that there was no implant coil attached to the pusher assembly. The device was not used in the pt.

Manufacturer narrative:
The device was returned for eval and the implant coil was found detached. The tack weld on the pusher assembly was found broken. The broken tack weld likely caused the coil to detach.